Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the geometry movements are unavailable. Review of system log file confirmed the malfunction. Upon troubleshooting, it was found that the motor had oil leakage due to which the potentiometer was not working. The c arc motor was replaced by the customer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm movements were not available. The patient was on the table and had to be moved to another system, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.